Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter. Batch#: 4094952, 4124323. It was reported by customer that the cardboard debris was observed in the tray and a foreign dark particulate was observed embedded in a syringe barrel, and loose in the tray. Rcc received a complaint via email. As stated in our email for the initiation of sup-2024-0035, xxx will be providing updates to this complaint. See below for additions to sup-2024-0035 for the supplier concerns that were initiated since the last notification (20aug2024) to 01oct2024. Xxx part number: bd part number: description#: of trays with defects #: of finished units rejected due to defects r15004, 309702, syringe (sterile), 3ml ll, bd tray 309702 (25/tray; 12 tray/box), 5, 110, r15020, 305618, syringe (sterile), 30ml ll, bd tray 305618 (10/tray; 12 trays/cs), 15, 144, r15028, 309680, syringe (sterile), 50 ml ll, bd tray *309680* (20/tray; 6 tray/cs), 46, 682. Concern details: cardboard debris was observed in the tray. A foreign dark particulate was observed embedded in a syringe barrel, and loose in the tray.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 13 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that there were foreign particulates and cardboard debris within the trays of the samples. Bd determined that the cause of the failure was related to incorrect handling of materials during the manual loading process of the syringes into the trays during manufacturing. A retraining of manufacturing personnel was performed to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.